Manufacturer narrative:
Additional information (26-jun-2025): siemens healthineers has confirmed, through complaint investigation, that the lot calibration claim of 90 days per the instructions for use may not be met when using the atellica ch d_tbil assay due to insufficient reagent 2 (p2) light protection. Siemens investigation indicated that light exposure of the reagent could have potentially led to the depressed results. An urgent field safety notice was issued to customers outside the us who may have purchased this product. A communication was not required within the united states as this product is not commercialized in the us. A design change will be performed to change the product packaging to opaque, black packs to address light sensitivity. In section h6, the investigation finding, and investigation conclusion codes were updated. Initial MDR 2432235-2025-00071 was filed on 19-mar-2025.

Event description:
The customer reported to siemens they obtained three (3) erroneously depressed diazo total bilirubin (d_tbil) patient sample results on an atellica ch 930 analyzer. The erroneous results were not reported to the physician(s). The same samples were reprocessed on an alternate atellica ch 930 analyzer. Higher results were obtained, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed diazo total bilirubin (d_tbil) results.

Manufacturer narrative:
An outside united states customer contacted the siemens healthcare diagnostics remote service center (rsc) regarding erroneously depressed diazo total bilirubin (d_tbil) results obtained on (3) three patient samples on the atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.